Event description:
It was reported that the patient spinal cord stimulation (scs) lead has high impedances. It was mentioned that the patient was hospitalized.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4).